Event description:
It was reported that the health care professional (hcp) called for review of a presenting electrogram (egm) for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed the data and found there was noise which appeared to look like myopotential. The device was not marking it, and they are very small in nature not large railing signals. Ts recommended to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that an episode transmission was requested following an implantable cardioverter defibrillator shock in a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the episode tracing suggested possible signal dropout, and the time to therapy exceeded 54 seconds. Technical services (ts) reviewed the episode and based on the available electrograms, it was difficult to determine whether the patient was truly experiencing a cardiac arrhythmia, as the sensed signals were small in amplitude and appeared distorted. The representative was unable to confirm patient activity at the time of the event. Additionally, it was noted that the patient may have passed out for five minutes however, this information could not be verified. During the review, the episode was discussed as potentially consistent with sense b noise. Ts recommended to program to alternate vector would be the best option. At this time, the electrode remains in service. No additional adverse patient effects were reported.